Event description:
One of the two proximal tip of the nail broke when connecting the nail to the target device after the nail holding bolt was introduced thought the target device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents and the material were not found. The lot was documented as having met specifications prior to distribution. With respect to the insertion depth of the nail holding bolt (traces on the flanks of the thread), and according to the reproduction of the scenario it appears likely that the nail holding screw had not been inserted to the sufficient length and that the nail was damaged while it was attached to the target device in a wrong position, i.e. That the pegs of the nail adapter were been placed on the rim of the nail instead of being inserted into the intended position in the reception of the nail. With respect to the observed damage (rotational) load led to movement in between of nail and nail adapter, the nail adapter then snapped into the reception. Further, repeated rotation under load application sheared off the wall of the nail respectively led to plastic deformation.

Event description:
One of the two proximal tip of the nail broke when connecting the nail to the target device after the nail holding bolt was introduced through the target device.